Event description:
Ous MDR - after an implantation period of about 13 months, it was reported that the patient had a bicycle accident resulting in multiple fractures, presumably due to an inappropriate shock. The patient was hospitalized from (B)(6) 2015. He reportedly received pain killer. No further details with regard to lead and ICD are available at the moment. Should we receive more information, this report will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.